Event description:
Transesophageal procedure involving the device was performed on a pediatric patient. After pre-surgery imaging, blood was observed on the patient due to minor throat lacerations, which appeared to be caused by a faulty transducer. Surgery was postponed.

Manufacturer narrative:
A follow-up report will be submitted upon completion of device evaluation.